Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with dry eyes, seven months after surgery. The pt reported her eyes flt "tired" and had blurred vision in both eyes, which did not improve with artificial tears. The pt was started on a new medication. In a follow up, the optometrist reported that the eye dryness is ongoing, and is expected to continue to improve with the medication treatment. There are two medical device reports associated with this event. This report is for the left eye.